Event description:
There has been a significant increase in the percentage of specimens that test positive for cryptosporidium by the biofire gastrointestinal panel but do not confirm with the validated real-time pcr assay at the (B)(6) state public health lab (B)(6) lab. Hospital and commercial labs that have specimens testing positive for cryptosporidium send them to the (B)(6) for confirmation and additional testing. In 2019, 83% of the specimens sent to our lab for confirmation from labs known to use the biofire gastrointestinal panel did confirm as positive. In the first half of 2022 the percentage of specimens that confirmed as positive dropped to 39%. The results represent specimens submitted from 19 different labs throughout the state who all experienced a significant shift in the percentage of specimens that did not confirm as positive for cryptosporidium. We have fully vetted all aspects of our lab developed test to ensure that the performance has not changed. Our internal investigation included retesting extracted dna from specimens that previously tested positive to ensure that the sensitivity of the assay had not decreased. We also tested by real-time pcr, specimens that were positive by microscopy but had not been previously tested by pcr to ensure that there had not been a change in sequence or an increase in a rare species of cryptosporidium that could be causing disease. We found neither a change in sequence or a shift in species and detected no changes to the performance characteristics of our assay. All of the specimens that were positive by microscopy tested positive for c. Parvum or c. Hominis with low CT values, as would be expected of specimens where cryptosporidium was visible by microscopy. A publication describing our assay and comparing it to other methods of detection, including the biofire test is available. (Mergen k, espina n, teal a, madison-antenucci s. (2020) detecting cryptosporidium in stool samples submitted to a reference laboratory, american journal of tropical medicine and hygiene 103 (1) 421-427.) Several of the larger hospital laboratories noticed the increase in false-positive results, particularly during the winter at the beginning of 2022 when there are typically very few cases of cryptosporidiosis, and opened investigations with biofire. FDA safety report ID # (B)(4).